Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, it was noticed that the loop wire at the distal end of the hf resection electrode had broken off. It is unknown when exactly this damage occurred and whether the fragment fell inside the patient. The bladder was copiously irrigated and an extended endoscopic examination was performed. However, the loop wire could not be located. It is unknown if and how the intended procedure was completed but there was no report about an adverse event or patient injury. A flexible cystoscopy procedure with x-ray imaging was scheduled as a followup in order to check the patient's bladder.